Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion due to chronically high thresholds on the right ventricular (rv) lead. The lead remains in use and the ipg was replaced. No patient complications have been reported as a result of this event.